Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted tones. The patient described the tones as high pitched and constant. Technical services discussed the typical beeping tones that could be emitted from a boston scientific device. It was recommended that the patient have the device interrogated to verify that the device was actually the source of the tones.

Manufacturer narrative:
At this time, the source of the tones has not been reported. The device remained implanted without further allegations. The device was explanted over five years later due to normal battery depletion and was replaced with another boston scientific ICD. The explanted device was returned for laboratory analysis. Upon receipt, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. Additional testing of the beeper functions produced only normal tones. The patient's report of a constant, high pitched tone could not be confirmed.